Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. To treat the low bg level, the customer consumed carbohydrates. Reportedly, the customer was a new pump user, and the contact believes that the settings may need to be adjusted. During the call with tandem's customer technical support (cts), the customer's bg level had increased to 67 mg/dl. System check with cts showed that the pump was performing as intended, and the customer was recommended to consult with health care provider (hcp) regarding possible factors that may be affecting bg level. During a follow-up with the customer. It was confirmed that the customer's bg levels stayed at 130-140 mg/dl, and the customer resumed insulin delivery. Additionally, the customer's hcp reported that the low bg was most likely due to over estimating the carbohydrates consumed at dinner.